Manufacturer narrative:
The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci-assisted total hysterectomy procedure, there was no video in the left eye of the surgeon side console (ssc) or the vision tower. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted that the customer had swapped endoscopes with no resolution. The tse then had the customer reseat the camera cable and complete a power cycle but the reported issue could not be resolved. At that time, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked the vision on the ssc with color bars and scope imaging. The left eye was completely blacked out. The fse performed troubleshooting by swapping the hrsv monitor left/right cables to see if the issue would follow the wiring. The blacked out image did not follow. The fse then replaced the left hrsv monitor and the issue was resolved. The high resolution stereo viewer is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor associated with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue ¿ no video for left eye. The printed circuit assembly (pca) main board on the unit was replaced to address the reported issue.